Event description:
It was reported that the patient experienced blood sometimes and the coude intermittent catheters are kinked in the packaging. The patient was upset to discover red rubber coude intermittent catheters by bard are manufactured 2016 and earlier. Also when the patient used the hydrophilic, it would not absorb the water.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the intermittent catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. No sample received.

Event description:
It was reported that the patient experienced blood sometimes and the coude intermittent catheters are kinked in the packaging. The patient was upset to discover red rubber coude intermittent catheters by bard are manufactured 2016 and earlier. Also when the patient used the hydrophilic, it would not absorb the water.